Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since the device remains implanted in the patient, no device inspection can be performed at this time.

Event description:
The manufacturer was informed on this event through the (B)(6) registry. On (B)(6) 2012, an (B)(6) female patient received a percival pvs23 in aortic position. The procedure was performed in mini-thoracotomy and no concomitant procedures occurred. The site reports that the patient was re-operated on the same day due to a non-structural dysfunction. The device was not explanted. The patient was discharged on (B)(6) 2012 and the echo showed a mean gradient of 17mmhg, with no central/perivalvular leaks. The device functionality was also checked in oct 2013 and nov 2016; the echo showed a mean gradient of 9mmhg and 18mmhg, respectively. No leaks were reported in 2016, while a central leak 1+ is reported in 2013 (as previously reported by the site, the regurgitation 1+ is deemed to have no hemodynamic consequences). The patient was in nyha class I in both visits.

Event description:
The manufacturer was informed on this event through the sure avr registry. On (B)(6) 2012, an 83 years old female patient received a perceval pvs23 in aortic position. The procedure was performed in mini-thoracotomy and no concomitant procedures occurred. The site reports that during the intraoperative tee, a perivalvular leak 3+/4+ was detected. The device appeared dislodged and a re-intervention was consequently performed, and a reposition of the same device was performed (device not explanted). No further complications were reported and the patient was discharged on (B)(6) 2012. The echo performed at discharge showed a mean gradient of 17mmhg, with no central/perivalvular leaks. Based on the site's assessment, the event may have been caused by the calcium of the annulus which was a cause of irregularity. Data on the device functionality over time is available on the registry with the following information: mean gradient of 9mmhg and 18mmhg, in 2013 and 2016 respectively; a central leak 1+ (reportedly without hemodynamic consequences) was observed in 2013, while no leaks were detected in 2016. The patient was in nyha class I in both visits.

Manufacturer narrative:
Since the device was not explanted during the re-intervention, and data from the registry confirms that the device is still implanted in the patient with no dysfunction reported, the device could be reasonably excluded as a contributory factor of the event. Moroever, based on the manufacturing and quality records review, no manufacturing deficits were identified. As reported by the site, it is possible that the calcification of the patient's annulus may have contributed to the event. Therefore, the event is attributed to the procedure.